Event description:
An apple medical trocar 900-802 (hunt trocar 1x cannula w/sp) was used during the case and at some point cracked while in use. The doctor notified staff of the occurrence but had already discarded the trocar.